Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced underfill during use. The following information was provided by the initial reporter: material no. 367960, batch no. 9095784, exp: 04/30/20. Verbiage received: we are having issues with the pst lithium heparin tubes. Several tubes from a few different packages don¿t have adequate vacuum and staff are only able to collect 1 cc or so. This happened on patients and also just troubleshooting with water. 07/30/2019, customer response to information request: what specific date did this incident occur?: ((B)(6) 2019). How many tubes specifically were witnessed as under filling?: (4 different patients).

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that 4 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced underfill during use. The following information was provided by the initial reporter: material no. 367960, batch no. 9095784 exp 04/30/20. Verbiage received: we are having issues with the pst lithium heparin tubes. Several tubes from a few different packages don¿t have adequate vacuum and staff are only able to collect 1 cc or so. This happened on patients and also just troubleshooting with water. (B)(6) 2019, customer response to information request: what specific date did this incident occur?: (B)(6) 2019. How many tubes specifically were witnessed as under filling?: (4 different patients).